Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that while using the shaver, the tip broke off. There was no known patient impact reported.